Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received a low battery alarm every three days. The customer also received frequent unexpected restart alarms. Customer's blood glucose level was not reported. The device was not returned.